Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 550mg/dl. The nurse stated that the customer still is in the hospital, and the doctor would like the insulin pump be replaced. The caller stated that the customer and his wife believe there are problems with the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.